Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the atrial rate histogram. Atrial rate histograms showing atrial pacing greater than 220 beats per minute.

Event description:
It was reported that the device "pace greater than two hundred twenty beats per minute sufficient" is visible on the rate histograms and similarly over two sessions. The patient has no atrial tachycardia/atrial fibrillation and only some pre-ventricular contractions. Technical support indicated that this is a firmware issue. The time accumulation can cause the interval to wrap so that is appears small when it is actually a large interval. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.